Manufacturer narrative:
E1: phone ext. (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 42244. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no service history in the past 12 months. Review of event log verified complaint 42224 alarm once. Visual and functional testing was performed. The alarm is a user interface command interval timeout. Probable cause was software issue. Reloaded software to clear the alarm. Replaced the downstream occlusion (dso) sensor assembly due to moderate bubbled seal found. The device passed all functional tests after repair.